Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial#: (B)(6) , UDI#: (B)(4) ; product ID: 97745ac, serial#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was that they were having difficulties charging their controller. Pt stated that when they plugged the controller into the ac power supply, the controller would not turn on. Pt shared that the controller was at 70% and was now down to 60%, but they could not get the controller to charge to 100%. Pt said that they usually charged the implantable neurostimulator (ins) first, and then the controller would give off a red beeping light, agent understood that the pt was referring to the battery indicator light on the controller. Pt also noted one time the green light would not appear on the controller when trying to charge it. During the call, pt confirmed no visible damage to the battery pack, ac power supply cord, controller charging port and battery compartment. Agent walked pt through resetting the controller with the ac power supply cord. Pt plugged the ac power into the controller without the battery pack and confirmed that the screen did not turn on. Pt confirmed seeing the green light illuminating on the ac power supply. Pt reinserted the battery pack into the controll ER, but there was still no green flashing light above the controller screen. The issue was not resolved through troubleshooting. Agent reviewed information, use of aa batteries and advised patient to call patient services (pss) if the issue persisted. A replacement controller was sent out. Pt called back in and reported the replacement controller did not resolve the controller battery pack was not charging. Pt plugged the controller into the ac power cord, but the replacement controller still did not power on. A replacement ac power cord was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) analysis of the programmer, model 97745nt, s/n (B)(6) found button broken and connector support broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.